Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the trunk cable pins were physically damaged and the electrode belt was unable to plug into a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.